Manufacturer narrative:
H6. Investigation summary: bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there was an additive abnormality. There was no report of patient impact.